Event description:
At about 3 months after primary, the patient came in reporting instability due to laxity. The surgeon revised the insert with a thicker one (from 11mm to 13mm) and resurfaced the native patella. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22-dec-2023. Lot 2302931: 75 items manufactured and released on 28-mar-2023. Expiration date: 2028-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review.